Event description:
The customer stated that she was treated by paramedics due to hypoglycemia. The customer's blood glucose reading at the time of the report was 127 mg/dl. Troubleshooting was performed and found that a three unit fixed prime was delivered on the day of the event. The time on the insulin pump was showing am when it should have been showing pm. The displacement and self tests passed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.